Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013364t and lot# 24019268 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jan2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 24019268 as notification ID #200401449 on 09dec2024. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite texium secondary set was damaged. The following information was received by the initial reporter with the following verbatim: it was just reported to me that a secondary tubing set (10013364t) has snapped in our infusion room resulting in a chemo spill.